Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy bleeding') in a 25-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("horrible cramps"), abdominal distension ("bloated"), peripheral swelling ("hands swollen"), paraesthesia ("hands always tingling"), hypoaesthesia ("hands numb"), pain ("entire body hurts"), back pain ("excruclating back pain"), arthralgia ("excruciating hip pain"), neck pain ("excruciating neck pain"), headache ("headache"), depression ("depression") and influenza like illness ("body aches like the flu") and was found to have weight increased ("gained 20/30 lbs"). At the time of the report, the genital haemorrhage, abdominal pain, abdominal distension, peripheral swelling, paraesthesia, hypoaesthesia, pain, back pain, arthralgia, neck pain, weight increased, headache, depression and influenza like illness outcome was unknown. The reporter considered abdominal distension, abdominal pain, arthralgia, back pain, depression, genital haemorrhage, headache, hypoaesthesia, influenza like illness, neck pain, pain, paraesthesia, peripheral swelling and weight increased to be related to essure. The reporter commented: I can't hardly get out of bed or off the couch because my entire body hurts. I feel like I'm 90 years old. Feels like I am literally dieing inside. On pain meds since right after I got essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy bleeding') in a (B)(6) year old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("horrible cramps"), abdominal distension ("bloated"), peripheral swelling ("hands swollen"), paraesthesia ("hands always tingling "), hypoaesthesia ("hands numb"), pain ("entire body hurts "), back pain ("excruciating back pain"), arthralgia ("excruciating hip pain"), neck pain ("excruciating neck pain"), headache ("headache"), depression ("depression") and influenza like illness ("body aches like the flu") and was found to have weight increased ("gained 20/30 lbs"). At the time of the report, the genital haemorrhage, abdominal pain, abdominal distension, peripheral swelling, paraesthesia, hypoaesthesia, pain, back pain, arthralgia, neck pain, weight increased, headache, depression and influenza like illness outcome was unknown. The reporter considered abdominal distension, abdominal pain, arthralgia, back pain, depression, genital haemorrhage, headache, hypoaesthesia, influenza like illness, neck pain, pain, paraesthesia, peripheral swelling and weight increased to be related to essure. The reporter commented: I can't hardly get out of bed or off the couch because my entire body hurts. I feel like I'm 90 years old. Feels like I am literally dying inside. On pain meds since right after I got essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.